Event description:
Physician reported that a pt treated with tongue suspension had developed a wound infection which was treated by drainage and oral antibiotics and which did not resolve. The persistent infection led to the removal of the encore bone anchors and suture. Infection resolution was reported post device removal.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation, therefore, we are unable to determine the definitive cause of the event. Although it is unk if the device contributed to the reported event, this MDR is being filed for notification purposes. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.